Manufacturer narrative:
Patient weight was not provided. The medtronic representative reported that the system has been used multiple times since the reported issue without any inaccuracy. No parts or files have been returned to the manufacturer for further evaluation.

Event description:
A medtronic representative reported that it was alleged the fusion navigation was inaccurate by approximately 2-3 mms. The surgeon continued using the fusion system for the procedure. No patient harm was reported.

Manufacturer narrative:
Corrected device numbers and manufacture date provided. The instrument was found to be bent by a medtronic rep onsite. The suspect instrument was removed from the site's instrument tray by the medtronic representative. There were no issues found with the navigation system.